Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the catheter¿s tip went into the pericardial cavity, and was not allowing the device to function. It was reported that no intervention or treatment was done because the device was still in the patient. It was reported that there was no patient problem.